Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed as intended. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracic surgery with wedge procedure, the surgeon reported that, they used the 60mm endocutter and with green reload, the reload was loaded into the stapler well. After the surgeon closed the jaw of the stapler for the first firing, he tried to close the firing trigger, but it was very hard and the force required was larger than normal when it was tried before. The surgeon could just close it a little bit. They did not have the confidence to apply extra force to close the trigger, because they were afraid that the stapler may have a chance to be broken and damage the tissue. That is why the surgeon pulled the manual release and the jaw of the stapler was opened. The surgeon found some (4-5 rows of staples) were driven out but not formed into b shape at the proximal part of the stapler. Another competitive device was used to complete the procedure. There were no adverse consequences for the patient.